Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. There is body fluid on the tip and distal end. Electrical testing of the device was done. Thermistor resistance was open in straight, clockwise, and counterclockwise curve positions. No shorts were found. A portion of the proximal sheath near the strain relief was removed. The resistive measurement between the cable grn connector and the thermistor wire near the strain relief is 2.6 ohms. The resistive measurement between the cable th connector and the thermistor wire near the strain relief is 2.4 ohms. This indicates that the thermistor open is located between the strain relief and the distal tip. X-rays of the distal end noted what appears to be a break in the thermistor wire approximately 9mm proximal of ring 3. The break in the thermistor was confirmed; the break is located at a twist in the thermistor wire at approximately 24mm from the distal tip. The distal end was submitted to the fact lab for wire analysis on the twist and fracture in the thermistor wire. Additionally, ring 2 seal is compromised. There is body fluid in the interior of the sheath. It is likely the ring 2 seal was compromised as an induced failure that occurred during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
Reportable based on device analysis completed on 05-apr-2017. It was reported that the device was unable to ablate and temperature did not go up. A 7/110/2.5/7-4 quad k1 blazer® ii was selected for use to treat the target lesion. During procedure, it was reported that they could not ablate because the temperature did not go up from the beginning. The cable was replaced and rebooted the rf generator, but the situation was the same. The catheter was replaced with another and the procedure was completed. No patient complications reported and patient's condition was good. However, device analysis reveals that ring 2 seal is compromised.